Event description:
Several reports of a problem with a new biological product during the last month. On four occasions there were positive biologicals that were thought to be false positives. Staff reports difficulty in handling the product. For example, difficulty in accurately pushing the cap down, and appropriately keeping the product upright and preventing shaking.